Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by changing out pump supplies. No third party assistance was required. To resolve the occlusions the customer changed infusion set and cartridge and resumed insulin. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer acknowledged and understood.